Manufacturer narrative:
The reported field event of pacer malfunction was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
New information received notes that no device malfunction was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pacemaker was explanted and replaced due to an unspecified malfunction. More information was requested, but not provided.